Event description:
A patient called the customer and reported that she had a uv burn to the right eye following an ipl treatment with the quantum per her ophthalmologist. Prescription antibiotic/steroid eyedrops were prescribed, no other details were available regarding the prescription medication. Per the customer, the patient wore lead ipl goggles during the ipl procedure. No other patients have reported injuries.

Manufacturer narrative:
In 2006, the customer reported for the first time to administer the last several ipl shots around the eyes of this patient, the operator had removed the lead goggle and used only a tongue depressor in order to get right around the eye. Per the customer, since the incident they have discontinued this practice and they will always use the lead goggle when treating around the eye. They are still using the same pair of goggles that were used during this patient's treatment, and no other patients have complained. Root cause: seven days later, the patient reported that the patient had undergone a lasik procedure with similar results (sensitivity to the light). The patient reported that per her ophthalmologist, she is extremely sensitive to a particular spectrum of light. Per lumemis analysis, the removal of the goggle exposed the patient to excessive ipl light. It is not possible to determine the relative contribution of each factor to the incident. Mitigation: the customer was recommended by the safety complaint investigator to follow the instructions in the operator manual regarding proper use of the patient ipl goggle. Five days earlier, the lumenis clinical educator also had a teleconference with the customer staff to review proper use of the patient ipl goggle. Customer declined device evaluation. Lumenis recommends at least annual maintenance of the quantum system. The customer last requested service for this system on 7/24/2003, at which time the requested periodic maintenance was performed.